Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker presented to the emergency room (ER) due to syncope in which they fell and injured their head. This pacemaker was found to be in safety mode and the syncope was thought to be due to oversensing. This patient underwent a magnetic resonance imaging (MRI) in which no abnormalities were found. This pacemaker remains in service at this time. No additional adverse patient effects were reported. Additional information is being requested from the field to obtain patient and physician information.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker presented to the emergency room (ER) due to syncope in which they fell and injured their head. This pacemaker was found to be in safety mode and the syncope was thought to be due to oversensing. This patient underwent a magnetic resonance imaging (MRI) in which no abnormalities were found. This pacemaker remains in service at this time. No additional adverse patient effects were reported. Additional information is being requested from the field to obtain patient and physician information. Additional information was received that this pacemaker was explanted and replaced with a new pacemaker. This pacemaker is expected to be returned. No additional adverse patient effects were reported.